Event description:
Related manufacturer reference number: 2017865-2021-36198. It was reported that the right atrial (ra) lead dislodged several times during an initial implant procedure on (B)(6) 2021. The ra lead was exchanged, but the new ra lead was noted to have low sensing diagnostics. This ra lead was also exchanged and a new ra lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of under-sensing was not confirmed. As received, a complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.